Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they are exhibiting early signs of periodontal disease and blunted root morphology on teeth #6 and #13. Contraindicated.